Event description:
Event desc: the pt was admitted with a diagnosis of worsening copd and emphysema. A nasogastric feeding tube was placed with the assistance of the cortrak enteral access system. The tube was placed w/o any reported difficulty. A kub was done to confirm placement. It was performed and read by a radiology intern. At shift change, another clinician assumed care of the pt and noticed the pt seemed uncomfortable. Another kub was ordered to check the location of the nasogastric tube. The kub confirmed that the tube was in the left lung and had perforated leading to a pneumothorax. A chest tube was placed with successful resolution of the pneumothorax.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed. Based on no record or tracing of the feeding tube placement, and no returned sample no definitive conclusion can be drawn. The cortrak used during this procedure continues to be in use with no reported problems or difficulties.